Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The battery status was still ok with an estimated battery longevity of less than 1 month. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
It was reported that an energy consumption alert was shown during interrogation. Device went into early eri. Analysis results revealed suspicious battery behavior.